Event description:
It was observed that during the device evaluation, the bronchovideoscope connecting tube insertion section had coating peeling, indication line markings on connecting tube had worn away. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information, it is likely the delamination of the connecting tube and indication markers was caused by stress, degradation of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.